Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the meniscus procedure, when the surgeon was performing the second shot, the 360 button was not fixed where it should be. No delay or patient injuries were reported. It is unknown how the procedure was completed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that during the meniscus procedure, when the first t fired, the second t automatically releases. Suturing is not possible, the 360 button was not fixed where it should be. No delay or further complications were reported. Although no backup device is reported, there is no information that reasonably suggests a procedure cancellation, change in surgical technique nor use of competitor device occurred. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported fast-fix 360 curved ndl delivery sys: 72202468 intended for use in treatment, has not been returned for evaluation. Without the reported product, a visual and functional evaluation cannot be performed and the customer¿s complaint cannot be confirmed. From the information provided, ¿during the meniscus procedure, when the first t fired, the second t automatically releases. Suturing is not possible, the 360 button was not fixed where it should be¿. An exact root cause cannot be determined with confidence. Per the device instructions for use (IFU) under warnings ¿do not bend the delivery needle¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of the complaint and manufacturing records was performed and indicated similar allegations for the lot number reported. No further investigation is warranted at this time.